Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected no delivery anomaly. Blood glucose value was 529 mg/dl at the time of the incident. The customer experienced nausea and vomiting. Troubleshooting was performed and it was determined that the device was operating as designed. Nothing will be replaced or returned.